Event description:
The medical affairs specialis (mas) has reviewed the customer care advocate (cca ) documentation. In early 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter had a battery indicator issue. The patient indicated that she did not take any actions in regards to her diabetes management following the battery indicator issue. The patient claimed that 30 minutes after the reported issue first occured, she developed symptoms of feeling shaky and had administered self-treatment with more food/drink. No other forms of treatment or blood glucose results were reported. The patient admitted that she had not replaced the meter's battery according to the owner's manual. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia 30 minutes after the battery issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.